Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of cross-talk could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal. Device sensing was normal at all times during testing.

Event description:
It was reported that the device experienced crosstalk on the ventricular channel. Reprogramming the device was recommended, but the clinician was weary of this option due to the patients pacer dependency.